Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows eleven successfully performed treatments. The energy was stable during treatment day. Without treatment report the reported treatment could not be identified in the logfile, but only one treatment (left eye) was aborted at this day. The logfile shows that this treatment was aborted due to a warning message. It could be possible, that the patient moved or rolled his eye and so the suction was lost, like the customer said. This aborted treatment was not restarted or finished at this day. All other treatments at this day were finished successfully without any error or issue. No technical root cause could be identified. The system was working within specification. No technical root cause was identified. The most likely root cause is eye movement of the patient. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported during flap creation the laser lost vacuum. According to the doctor it may have happened because the patient looked away. The surgery was not completed and the patient was sent home to recover. The patient is okay with the current vision and will be seen in the future for follow up.